Event description:
Patient was not experiencing efficacy with the vns therapy and it was believed that the lack of efficacy was due to incorrect lead placement. The patient had reportedly received a letter form previous neurologist indicating that the lead electrodes were implanted upside-down. Incorrect lead placement was reportedly confirmed via x-ray. Device diagnostic testing was within normal limits. Revision surgery is planned.